Event description:
It was reported that pump touchscreen became cracked and a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy. Customer¿s blood glucose was 150 mg/dl.